Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the anesthesia system, and the reported failure was reproduced. Some parts in the system were cleaned and the systems pressure transducer pcb's connections were checked, no deviations were noticed. No parts were replaced. A new system checkout was performed that passed and the system was released for use. The system device logs were sent for evaluation. The evaluation of the logs confirm the reported pressure transducer test failure. The log shows that the pressure transducer failed due to the measured zero pressure offset for the expiratory pressure transducer pcb being out of range. The measured zero pressure offset for the expiratory pressure transducer pcb was 0 (zero) v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero-pressure offset is measured and if the measured offset is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The technical log shows that a technical error indicating airway pressure sensor error had been generated. The log indicates that the cause of the reported failure was the expiratory pressure transducer pcb. The reported failure in this complaint re-occurred and this second event is reported in mfg report 8010042-2025-0000185. The expiratory pressure transducer pcb was found faulty and was replaced in that complaint. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the evaluation of the logs and the re-occurrence of the reported failure that was solved by replacement of the expiratory pressure transducer pcb, is that the reported failure in this complaint and the failure reported in 8010042-2025-0000185, has the same root cause.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. A technical error code indicating airway pressure sensor error was found in the logs. There was no patient involvement. Manufacturer's reference #: (B)(4).